Manufacturer narrative:
The customer's report was observed and attributed to user mishandling of the device. The on/off switch was observed to have damage that would not occur from normal wear and tear of use. The switch on the main board was damaged. The main board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.